Event description:
The customer reported that after a day of use, air leaked from the pilot balloon. A non-routine replacement of the tube was required.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.